Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. It was reported the patient experienced recurrence and infection. Recurrence is listed as a known possible adverse reaction in the instructions-for-use. While there was purulent fluid that was swabbed and sent for culture, no results of the cultured swab were supplied in the medical records provided. In regards to infection, the warning section of the instructions-for-use states ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2007 - the patient underwent placement of a triple lumen central line to left subclavian vein, repair of incarcerated ventral incisional hernia using bard/davol composix e/x mesh using modified rives-stoppa technique. On (B)(6) 2007 - the patient was diagnosed with infected prosthetic mesh in the abdominal wall, status post repair of ventral incisional hernia. The patient underwent explantation of infected mesh in the abdominal wall, repair of ventral incisional hernia without mesh. Of note there was purulent fluid about the mesh which was swabbed and sent for culture. It was reported the patient experienced purulent fluid, recurrence infected mesh and explant.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. It was reported the patient experienced recurrence and infection. Recurrence is listed as a known possible adverse reaction in the instructions-for-use. While there was purulent fluid that was swabbed and sent for culture, no results of the cultured swab were supplied in the medical records provided. In regards to infection, the warning section of the instructions-for-use states ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the expiry date. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2007 - the patient underwent placement of a triple lumen central line to left subclavian vein, repair of incarcerated ventral incisional hernia using bard/davol composix e/x mesh using modified rives-stoppa technique. (B)(6) 2007 - the patient was diagnosed with infected prosthetic mesh in the abdominal wall, status post repair of ventral incisional hernia. The patient underwent explantation of infected mesh in the abdominal wall, repair of ventral incisional hernia without mesh. Of note there was purulent fluid about the mesh which was swabbed and sent for culture. It was reported the patient experienced purulent fluid, recurrence infected mesh and explant.